Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm in injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.